Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an automatic safety switch occurred for this right atrial (ra) lead, resulting in high out of range pace impedance measurements. Technical services (ts) was consulted and suspect the root cause to be the ra lead terminal pin as the system was recently implanted. Ts noted that the local field representative agreed and are expected to complete an x ray for the patient to establish root cause. No adverse patient effects were reported. This ra lead remains in service.